Event description:
It was reported that during a tka procedure, the drill was making a high pitch whirring noise when burring the distal femur, surgeon paused for a moment to look at the burr, notes that it looked normal (in exposure control) then. When switched to speed control, he said it looked like there was some metal debris near the end of the long attachment by where the burr cutting edge is.

Manufacturer narrative:
H10: h3, h6: the device, used for treatment, was returned for investigation. Initial inspection found that there was a high pitched noise when the drill was tested with a bur and the returned long attachment. Further inspection found that there was some difficulty with inserting the bur into the long attachment and that the long attachment was occluded. This issue has occurred before and overuse is known to lead to bearings wearing to the point that the inner race becomes misaligned relative to the long attachment axis, preventing the bur from being inserted. DHR review found the device met the specifications at the date when it was released to the distribution. A complaint history found no other similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides instructions for preparing the surgical drill and proper assembly of the handpiece including the long attachment. We could confirm that there was a relationship established between the reported event and the device. The device was returned. Based on prior complaints received, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to a mechanical component failure.